Event description:
It was reported that during implant procedure, the atrial lead was unable to be inserted into the pulse generator header. The lead was not used and a new lead was implanted. The patient experienced no adverse consequences.

Manufacturer narrative:
Final analysis found that reported complaint of difficult insertion into the pulse generator was confirmed. The insulation adjacent to the small sealing rings was measured to be out of specification at 2.721 mm.